Manufacturer narrative:
Device was evaluated. Inspection found the device failed the gnd-a, gnd-b, and gnd-c breakout box test, the handpiece was found faulty. The reported issue was confirmed. The definitive root cause was confirmed to be as a result of the failed gnd-phase breakout box test. The result of this damage is the handpiece working intermittently. The device history records (dhrs) for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Per the device functional checklist, the handpiece must undergo an activation test with the appropriate console and accessories prior to being shipped out. Therefore, it is improbable for the handpiece to be shipped out to the customer with a known activation/recognition issue. The damages incurred were likely as a result of transportation or customer use. Olympus will continue to monitor complaints for this device through regular trending activities.

Event description:
Communication error with hand piece was reported. The issue occurred during preparation for use. There was no patient involvement, no user injury reported.